Manufacturer narrative:
A sample has been received, but the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, the balanced salt solution rate was slower than usual. On examination, a small hole in the infusion cannula was found. A new vitrectomy pak was obtained and the case was completed. There was no harm to the pt reported.